Manufacturer narrative:
(B)(4). G2: foreign - event occurred in italy. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a knee revision approximately 18 months post implantation due to pain, instability, hypertensive knee, edematous, and hemarthrosis. During the revision the hinge was reported to be disassembled, and the femoral and tibial components were noted to be well fixed. The hinge replacement was completed.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d6a; g3; g6; h1; h2; h3; h6; h11. Visual examination of the provided pictures identified the explanted bearing, hinge and post, the femoral part is not shown in the picture. The devices are disassembled and partially covered by patient's blood. No further damages can be seen from the picture provided; no further assessment can be made. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: the patient presented with an unstable, hyperextended knee, hemarthrosis, and pain. During the procedure, the previous incision was utilized, and the hinge was disassembled. Both the femoral and tibial components were found to be well fixed. The surgical team proceeded with the use of special instrumentation to core the medial epicondyle and perform a hinge replacement. Radiographs: implant disassembly of the left knee arthroplasty. A definitive root cause cannot be determined. This complaint can be confirmed based on the medical records, radiographs and picture of the explanted devices. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.